Event description:
The customer stated that while troubleshooting erratic axsym bhcg results and bhcg quality control which was out of range high, they noticed that the bulk solution #3 platform popped up and solution #3 was empty. The customer retested pt samples which had been tested prior to discovering the empty solution #3. One pt sample which was reported as 40,130 miu/ml yielded a retest value of 23,870 miu/ml. Twenty-six additional pt results were affected. No impact to pt management was reported.